Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and insulin pump was not turning on. Customer stated that insulin pump suddenly started beeping and shut off. Customer stated that insulin pump was heating up. Customer stated that battery cap and compartment were neither damaged nor corroded. Customer removed battery and insulin pump alerted insert battery alarm. Customer inserted fully new battery twice. Display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify device heating up due to display anomaly. However, visual inspection no traces of heating up including burns, electrical shorts or heat damage components in electronic assay was noted. Device received with cracked case (battery tube), broken battery tube thread and missing display window/cover.